Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. While loading the unspecified burr on the floppy rotawire guide wire, the guide wire "snapped off". The procedure was completed with another of the same devices. No patient complication were reported and patient status is stable.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. While loading the unspecified burr on the floppy rotawire guide wire, the guide wire "snapped off." The procedure was completed with another of the same devices. No patient complication were reported and patient status is stable.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred.while loading the unspecified burr on the floppy rotawire guide wire, the guide wire "snapped off". The procedure was completed with another of the same devices. No patient complication were reported and patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by the manufacturer: visual inspection revealed the returned device was received in two sections. Examination revealed a fracture at 211.6cm approximately from distal end. Further inspection revealed no anomalies with the returned device. The fractured section was sent to the (B)(4) lab for analysis. (B)(4) lab results revealed that the failure occurred due to a bending overload followed by a bending cyclic event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).